Event description:
It was reported that some time after implantation after a vena cava filter, filter limb fracture, filter migration, and perforation of the ivc were discovered. Allegedly, surgical intervention was performed. The filter was successfully removed. The current status of the pt is unk.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.